Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. H6 - results - 3252 is based upon evaluation of the user facility information & a photograph of the involved sample; 213 is based upon evaluation of the retention sample. H6 - conclusion - 77 is based upon evaluation of the user facility information & a photograph of the involved sample; 71 is based upon evaluation of the retention sample. The actual device was not returned, however a picture was sent to the manufacturing facility for evaluation. The picture was inspected and the actual sample was noted to have some deformities or kinks at several points along the total length. A retention sample from the involved product code/lot number combination was also evaluated. Visual and magnifying inspection of the sample revealed no anomalies. The outside diameter was confirmed to meet manufacturing specifications. The bending strength was determined to be normal with no generation of a break along the total length. A review of the device history record and shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no actual sample to be evaluated a cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device discarded by user facility

Event description:
The user facility reported a fracture on the mini guidewire. Follow up communication with the user facility confirmed the following information: cag showed the following: lm (B)(4) stenosis, lad (B)(4) stenosis, lcx (B)(4) stenosis and rca (B)(6) stenosis; a stent was implanted in the criminal lcx vessel; ibp was used for unstable hemodynamics; the femoral arteries failed and the radial access was maintained in case of emergent pci; the next day the sheath was pulled out, the guidewire was maintained for easier of inserting the sheath; after 6 hours when the band was taken off, the resident didn't realize the guidewire was gone; the patient felt pain and was swelling after the operation; a foreign body in the vessel was found by b-ultrasound and confirmed by x-ray; on (B)(6) 2016, an operation was conducted to remove the guidewire; and the initial procedure was completed successfully.